Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our distributor. The motor control pc board was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Provided ventilator logs confirmed the reported failed pressure transducer test. Since no parts were returned for investigation, the root cause of the event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The evaluation of the provided logs confirms a technical error indicating the failure of the turbine module, which means that the turbine has stopped working. The logs also showed that the pressure transducer test failed with an error code indicating that the inspiratory pressure value was out of bound. The ventilator was investigated on site by our filed service engineer. The turbine module was replaced and sent for further investigation. Simulated use testing of the returned turbine module shows the pressure transducer test failure during pre use check indicating the inspiratory pressure value out of bounds. No abnormalities were found during ventilation run for 24h. A similar investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.